Event description:
Sex: unk. Procedure: unk. According to the reporter: the instrument misfired during the case. When the user scoped, it was reported that no staples were present. There was no tissue loss. The procedure was delayed 30 mins to correct the problem. The pt was subsequently discharged with no complications.